Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to oversensing. X-ray imaging confirmed the electrode had migrated from its original implant position. Surgical intervention was performed, and the electrode was repositioned and remains in service. No additional adverse patient effects were reported.